Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. Imaging of the explants depicted four locking caps with varying degrees of wear to their bottom surfaces.two locking caps exhibited significant deformation in a linear pattern on the bottom of the cap consistent with cyclical axial loading between the rod and the locking caps.additionally, two locking caps exhibited circumferential wear marks in addition with a linear impression consistent with contact with a rod. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b3, b4, b5, d6b,e1, h1, h2, h10.

Event description:
It was reported that a revision surgery was needed for a creo threaded locking cap that had come loose post operatively with subsequent rod slippage. This event occurred in austria.